Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Insulin pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 460 mg/dl. The customer also mentioned other blood glucose level of more than 400 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer did experienced the symptoms such as nausea, abdominal pain and fatigue. Auto mode was active. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.